Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. The patient reported they were initially set to p3 at 1.4, but at the time of the call their handset indicated they were set to p2 at 0.0. Patient made adjustments so they were set back to p3 at 1.4. It was recommended they reach out to their healthcare provider to discuss programming and with questions. The patient confirmed that this was the first time they were aware of the programming being different than what they were set to at their healthcare provider's office. No patient symptoms were reported. No further complications were reported or anticipated.